Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic procedure, the device burst when trying to inflate the device. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The inflation syringe was not received. The valve seal was intact. The locking collar was intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.